Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative reporting that during the procedure telemetry between the implantable neurostimulator (ins) and clinician communicator was not successful. The device was not found. Intraoperatively, emi was present. Pre-operatively, the connection was successful (in the same or, but with larger distance to other electronic devices and screens). Diagnostics/troubleshooting was performed, moved the clinician communicator close to the ins (direct contact, with only sterile barrier in between). The ins did not lay on the metal table but had contact to tissue already. Surgery was finished without final check. The hcp decided that the implanted system will be used as is. Afterwards, on the ward, the connection was successful with the same setting. The issue was resolved at the time of this event. No surgical intervention occurred nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.